Event description:
It was reported there was a revision surgery performed to remove and replace the device.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
Update: h6 the reported event could be confirmed as the surgeon provided imaging showing the removal of tmj devices. It was determined material sensitivity may have been a contributing factor for this event, which relates to the patients condition. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue.

Event description:
It was reported there was a revision surgery performed to remove and replace the device.